Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: slow leak between knobs and corrosion, no other leaks found; one white dot before fog test; minor scratches on all switches; minor dents and scratches on distal end plastic cover; objective lens noted to have old glue not affecting image; old glue on light guide lens; bending section cover glue cracked and discolored glue on both sides; insertion tube minor snakiness and surface scratches; control body minor dents and scratches; and light guide tube minor buckles and surface scratches. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope air/water was not working. The issue was found during preparation for use. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: the nozzle was clogged with foreign objects. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from between the angulation control knobs. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the detection method in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.